Event description:
It was reported that during an unknown procedure, the trocar cannula broke intraoperatively in patient. Surgeon was not removing or inserting trocar, was just using an instrument through it. Surgery was not delayed and it was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4); date sent: 6/15/2023; d4: batch # unk; additional information was requested and the following was obtained: "did any pieces fall into the patient? Nurse said no if yes, were they retrieved? N/a; will all pieces be returned with the device? Yes; if no, were they discarded? N/a"; investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb5lt device was received with the sleeve broken and the piece broken was returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.